Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. Calibration and quality control data for the hbsag ii and anti-hbc ii assays were reviewed and found to be within expected ranges. Instrument maintenance and field service actions were completed, and no lot-dependent issue was identified. Testing in the laboratory confirmed that borderline results were reproducible and near the cut-off with different reagent lots. Non-borderline results were also reproducible and consistent with those reported by the customer. A sample handling-related issue could not be excluded as a contributing factor. The device remains in operation at the customer site, and no general reagent issue was identified.

Event description:
The initial reporter alleged an increase in false-positive results for the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module during (B)(6) and (B)(6)2021. Five frequent blood donors with previously non-reactive results were reported to have reactive results across all tested sample types, including serum tubes, plasma tubes, and blood bags. Confirmatory testing using the abbott alinity and nucleic acid testing (nat) methods yielded non-reactive results.